Event description:
Patient experienced a low blood glucose event. Patient was found unconscious outside of work. Paramedics were called and patient was taken to the hospital and treated with a glucose IV and given food. Their blood glucose was tested at 35 mg/dl. Patient did not feel that the device was at fault, but patient is not sure since patient has had erratic blood glucose levels lately. Patient stated their low blood glucose was more likely caused by the excessive heat, patient period starting and hormone imbalance. Patient was released from the hospital later that same day. Patient is currently feeling fine.